Event description:
It was reported that the blue cap fell off the transfer set. The event occurred when attempting to change the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device was performed. A batch review did not identify any manufacturing related issues relevant to this complaint. A visual inspection was performed and identified a vented pull cap loose. Leak testing was performed with underwater pressure testing; with no leak noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. The reported problem was identified and verified. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.